Event description:
Customer called to report that the unicel dxi 800 access immunoassay system produced "sample wash tower vacuum baseline outside limits" errors. Customer opened the cover and found that the sample probe wash tower was overflowing. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the issue. Customer used a transfer pipette to draw liquid out of the overflowing tower and noticed a small amount of gel clotting material in the wash tower and removed the obstruction, but did not notice any other issues. Upon re-initialization, the instrument continued to produce "sample wash tower vacuum baseline outside limits" errors, after which the cts scheduled an onsite service call.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and was able to locate an additional gel clot in the vacuum line from the wash tower. The fse removed the additional obstruction to address the issue. The service activity performed was verified to meet the specified requirements per established procedures, and the results met published performance specifications. Customer has not called back to report any further issues relating to this event. (B)(4).